Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with decreased vision in the left eye post lasik. Topical steroid drop dosage was increased. Patient notes blurry vision in the left eye. Patient experienced a loss of best corrected visual acuity. Upon follow up, patient had epithelial ingrowth. Flap rinse was done.

Manufacturer narrative:
Log file review shows that all started treatments were completed to 100% without interruption and all laser system functions were within specifications at this day. The system history was successfully verified prior to and after the date of event. There is no indication a device malfunction caused or contributed to the reported event. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).